Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02748. It was reported that one of the patient's leads is fractured, the other is exhibiting low impedances. Surgical intervention may be pending to address the issue. The investigation was unable to determine which of the leads is fractured and which is exhibiting low impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.